Event description:
A 4.5mm narrow lc-dcp plate was noted as broken post-operative and was removed. Patient with pre-existing wrist fracture fell while playing hacky sack at school and suffered left proximal comminuted femur fracture with spiraling to the lesser trochanter. Plate was implanted and patient was discharged to home and instructed to toe touch weight bear, no crutch walking secondary to recent wrist fracture. Plate reportedly broke approximately 2 months post operative when patient was in his home.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.